Event description:
The customer reported that both of the monitors went blank and the system would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the 5 volt power supply needed to be replaced. No conclusion can be drawn as repair information is not available.